Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized for 4 days due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks area. Multiple corrections were made using the pod and manual insulin pens but the bg levels would not decrease. It was noticed that the adhesive was loose, falling off and dislodging the cannula from the insertion site. At the hospital, the patient was placed on an intravenous (IV) for hydration, insulin (novorapid), blood tests and ecgs were performed.